Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, d10, h2, h3, h6. H-3 additional evaluation summary: an opened sample of product code vcp345, lot # mh2847 was returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed detached due to the stress applied to the strand, presents damaged on the surface and stress at the end. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause was damaged suture.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2018 and suture was used. During the procedure, the end of suture frayed. A like device was used to complete the procedure. There were no adverse patient consequences reported.